Manufacturer narrative:
Section h1: corrected information. Section h4: additional information. Manufacturer's investigation conclusion: the report of a low voltage hazard alarms (due to ac power loss) on (B)(6) 2019 while connected to the mpu could not be confirmed during the investigation. Since the oldest event captured in the submitted log file was captured on (B)(6) 2019, the report of a low voltage hazard alarms on (B)(6) 2019 could not be confirmed. Throughout the log file, there were no atypical alarms recorded while the system controller was connected to mobile power unit. According to the additional information, the site suspected that there was a short ac power loss, but since the incident happened late at night, the patient wasn¿t certain. No further alarms have been reported and the mpu remains in use. As the mobile power unit (mpu) serial number (B)(6) was not returned for evaluation, the root cause of the reported event could not be conclusively determined nor correlated to mobile power unit related issue. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported the patient experienced a no external power event while the device was supported by the mobile power unit (mpu). The site suspected that there was a short power loss, but since the incident happened late at night, the patient wasn¿t certain if it was due to power loss, or the power cord coming loose from the connection with the mpu of from the wall outlet. No further information was reported